Event description:
A medtronic representative reported that, while in a monteris laser tumor ablation procedure, synergy cranial 2.2.6 unexpectedly exited to the blue logo screen during the intraop scan. In troubleshooting, the medtronic representative re-booted the system and successfully re-launched the software. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient age not made available from the site. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Manufacturer narrative:
Patient age provided. Software investigation completed. The reported symptoms could be indicative of a memory corruption issue. Thus, this issue will be continually monitored in a medtronic software anomaly tracking database.